Event description:
The valve was explanted due to a rupture with calcification on a cusp, causing aortic insufficiency and stenosis. During the procedure, the noncoronary and left coronary cusps were both torn from the stent. The valve was replaced with a smaller 19 mm sjm trifecta valve.